Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed a leak when they were changing the infusion set. The customer noticed insulin past the reservoir's o-rings. Customer's blood glucose level was 17 mmol/l. The device was not returned.